Event description:
It was reported via legal documentation that approximately 72 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: ((B)(6)) 02-020-11-0260 - truliant ps cem fem ps cem left sz 6. ((B)(6)) 02-022-45-6050 - truliant tib fit tray cem sz 6f / 5t. ((B)(6)) 200-07-35 - advanced patella 35mm 3 peg implant. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Date of event is unknown. The revision reported could have been the result of prosthesis wear and/or due to the inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed, and potential contributions of user or patient-related considerations could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.